Event description:
It is my understanding that this product is being marketed and sold as an FDA registered device. However, after questioning the sales representative, they later informed me that only the tourniquet cuffs are listed with the FDA and the actual device (pump) is not. I trialed the device and it gave drastically different pressures each time. I have utilized blood flow restriction with the delfi medical bfr system before and it was a completely different experience with much less pressure. I was shocked to see the sales representative also markets these pumps to children, elderly, and everyone in-between. Even those without licensing or training can purchase this device and use unsupervised. Could you please look into this and whether the FDA is examining this pump for accuracy in calculating blood flow restriction pressure?